Event description:
On (B)(6) 2012, the reporter in the (B)(6) contacted lifescan (lfs) alleging that the subject meter was reading 3 mmol/l's lower than the doctor's meter. The exact readings are not known. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate low was not resolved with troubleshooting. Control solution was sent to the patient/reporter.